Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufactured on august 15, 2014 ¿ august 16, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection (via the naked eye) did not reveal any evidence of a leak. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into its overpouch. This occurred before patient use. The device was filled with benzylpenicillin. There was no patient involvement. No additional information is available.